Manufacturer narrative:
(B)(4).

Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer does not use the sensor feature and they were unable to complete the rewind and prime process. Customer stated that they had high blood glucose readings in the range of 200 mg/dl to 300 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and the excessive no delivery test due to motor error alarm. No cosmetic damage noted.